Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: part received. H3, h6: investigation summary. Investigation flow: visual. Visual inspection: the 5 mm hex flexible screwdriver (p/n: 03.037.028, lot #: l809933) was returned and received at us cq. Upon visual inspection, no visual defects were identified with the device. Functional inspection: a functional test was not performed on the returned device as it was returned by itself and mating devices were not received. The complaint cannot be replicated with the returned device(s). Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint is not confirmed. Investigation conclusion: the complaint condition was not confirmed for the 5 mm hex flexible screwdriver (p/n: 03.037.028, lot #: l809933) as no defects were identified with the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 03.037.028. Lot # l809933. Manufacturing site: haegendorf. Release to warehouse date: apr. 26, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the hip surgery, the blade screw guide sleeve trocars were jamming up and the press-fit was not working appropriately. In the same case, the flexible hexagonal screwdriver cannulation was not cannulated and the item blocking it was not able to be removed. The was no surgical delay and no patient harm. Procedure outcome is unknown. This complaint involves four (4) devices. This report is for (1) 5mm hex flexible screwdriver. This report is 1 of 1 (B)(4).